Event description:
During an in-clinic follow-up, the device was not able to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The cause of the communication failure was due to low battery voltage. Longevity was calculated based on the default setting, and the battery depletion was found to be normal. The device was analyzed in the lab. Telemetry, impedance, sensing, and pacing were tested and found to be normal.